Event description:
The customer reported that the right side panels have the slider broken. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - (zipper slider broken). Results - evaluation of the returned product found that on panel side a the zipper slider is open and the elastic on the lower left leg is broken. The window b access window has 1 element missing. Panel back side the label is ripped 3 inches. Note: posey instruction for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).